Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual guidewire sample (separated in two portions), a competitor's balloon catheter, and 21 guidewires of the involved product code/lot# combination were received for evaluation. Visual inspection of the actual guidewire sample revealed that it had been cut at approximately 30mm from the distal end. Two portions were measured, and the total length was confirmed to be 1500mm, which was equivalent to that of a factory-retained 0.018" guide wire m sample of the involved product code. Actual sample (distal portion): approximately 30mm; actual sample (proximal portion): approximately 1470mm; total length: approximately 1500mm; factory-retained 0.018" guide wire m: approximately 1500mm. Magnifying inspection of the cut end of both portions revealed that the shape of both corresponded to each other. It is likely that the actual sample was intact in the length. Visual inspection of both portions with ccd and sem obtained revealed that both cut ends showed that the urethane coating might have been pulled and torn-off, the urethane coating near the cut end had been curved, implying that bending force had been applied to that area; some creases were observed on the urethane coating near the distal end of the proximal portion; exposure of the core wire was observed. (The crackle pattern found on the surface of the urethane coat are specific to the hydrophilic coating of the product. The hydrophilic coating gets swollen when it is moistened. On the contrary, in the dry state, it gets cracked. The crackle pattern has some inter-individual difference by product.) The urethane outer layer around the cut ends was dissolved and removed. Magnifying inspection of the core wire found that both cut ends had not curved and not diminished in diameter. The cut surfaces were found to be rough and not flat. The outer diameter of the core wire near the cut ends were measured and confirmed to be equivalent to that of a factory-retained 0.018" guide wire m. O/d of core wire of the actual guidewire sample (near the cut end): 0.15mm; o/d of core wire of a factory-retained guide wire m: 0.15mm. Electron microscopic inspection of the cut surface of the core wire was difficult due to remaining urethane coating. Dimple pattern was observed on a part of the cut surface where urethane coating had been removed (the dimple pattern is a pattern generally found on the fracture surface when the fracture has been caused due to metal fatigue). Magnifying inspection of the part other than the cut ends did not find any visible anomaly including a separation of urethane coating or a deformity. The outer diameter of the shaft on the undamaged was measured and confirmed to meet the manufacturer specification. Reproductive test (fracture of the guide wire) was performed. A test sample was subjected to repetitive bending force. Some dimples were noted on the fracture surface of the core wire. The fracture end had not been curved and not tapered. A test sample in a curved state was subjected to repetitive one-way torque force. The fracture end was flat and radial pattern was observed on the fracture surface. A test sample in the state of being looped was subjected to one-way pulling force. The fracture end of the core wire had been tapered and curved. The fracture surface was rough. A test sample was subjected to pulling force. The fracture end of the core wire became tapered. Inspection of the competitor's balloon catheter: visual inspection revealed that the outer shaft had been kinked at approximately 70mm from the distal end. From this, it was assumable that the bending force may have been applied to that area. An inflator had been connected to the hub of the catheter; however, the tube of the inflator had been cut. Magnifying inspection of the distal tip did not find any anomaly such as elongated or compressed section. Magnifying inspection of the inner shaft (guidewire lumen) located inside the balloon did not find any anomaly such as elongated or compressed section. Magnifying inspection of the kinked section on the outer shaft revealed that the inner shaft (guidewire lumen) had been kinked also. Magnifying inspection of the section other than the kinked section confirmed there was not any other visible anomaly, such as an elongated or compressed section, in the outer and inner shaft. Inspection of 21 guidewire samples from the involved product code/lot# combination revealed none of them had been fractured. Magnifying inspection of the point at approximately 30mm from the distal end (the location of the fracture occurred on the actual sample) did not find any visible anomaly such as a scratch or deformity in none of the 21 sample. The outer diameter of the 21 samples was measured at approximately 30mm from the distal end and confirmed to be comparable to that of the factory-retained 0.018" guide wire m sample without any exception. Od of the 21 samples: 0.40mm - 0.41mm; od of the factory-retained 0.018" guide wire m: 0.40mm. Combination testing was performed. An attempt was made to insert one of the 21 guidewires into the competitor's balloon catheter from the catheter hub. As a result, the guidewire was advanced through the catheter with slight resistance perceived at the kinked section of the catheter. This attempt was repeated with the remainder of the guidewires, and the same result were obtained without any exception. IFU states: do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal end of the actual sample might have been trapped by some object. Subsequently, when the actual sample was subjected to repetitive bending force excessively, the core wire became fractured due to metal fatigue. When the actual sample was subjected to further manipulation or pulling force during removal, the urethane coating got torn-off. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: 510(k): k926214. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the shunt case. After delivering of a balloon through stenosis, the guidewire was noted to have been fractured at approximately 2.5cm from the distal end. The doctor commented that the stenosis was not markedly severe, and he did not perform unreasonable operations on the wire, such as applying torque force or pulling/pushing forcefully. The fractured tip remained inside the blood vessel was removed by incising the vessel. The procedure outcome was not reported. The patient was not harmed.